Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported they use the implant 24/7 and used to charge about every 4 days but now is every 2-3 days. The patient reported that it was taking too long to charge. It was reported that there has been no change in parameters in recent time. No patient complications have been reported because of this event.